Event description:
It was reported that the pump had "several alarms, the ECG and ap waveforms were not present." The pump stopped pumping. As a result, the staff cycled power the pump, and the pump began to work appropriately. There was a report of patient death; however, dr. (B)(6) stated that he did not believe that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the ECG and ap waveforms were not present is not able to be confirmed. Based on the event details, the issue was resolved by a power cycle. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump had "several alarms, the ECG and ap waveforms were not present." The pump stopped pumping. As a result, the staff cycled power the pump, and the pump began to work appropriately. There was a report of patient death; however, dr. (B)(6) stated that he did not believe that the device caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.